Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 40-50 (mg/dl). Reportedly, the customer was on medication that made the customer more insulin sensitive; therefore, the units of insulin that the customer normally delivers are greater than the customer's insulin needs. Juice was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.